Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified proximal end of left circumflex artery. The 3.00x24mm promus element plus stent delivery system was inserted after an opticross imaging catheter was advanced which did not cross the lesion and got kinked despite after a 1.75 balloon unspecified balloon catheter predilated the lesion. Another 2.25 unspecified balloon catheter was used to dilate the lesion and another opticross imaging catheter was successfully inserted to observe the lesion. The 3.00x24mm promus element plus stent delivery system failed to advanced when it reached the middle of the lesion. The device was removed from the patient. The half distal side of the stent was found to be lifted when the device was checked. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).